Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 2.2 not detected on bus. Field service engineer replaced the drawer controller board and general preventative maintenance was performed. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer 2.2 failed. The customer stated that they have rebooted, it showed up as it requires maintenance. The customer managed to get medication from a different location.this incident did not cause any delays in patient care and there was no patient harm. However, there were no adverse events or injuries reported based on this event.